Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and impedance issues. A lead revision was performed, the rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported. The rv lead was capped.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and impedance issues. A lead revision was performed, the rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported. The rv lead was capped. Subsequent additional information was received from the field representative that reported that the impedance trends showed an increase in right ventricular (rv) lead impedances from 800 ohms to 1800ohms over a period of about six months. The increase in high impedance measurements that were within normal limits led the physician to decide to perform the lead revision and replace the rv lead. No additional adverse patient effects were reported.